Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device follow up, episodes of auto mode switch were observed that appeared to be atrial lead noise. Isometric maneuvers were performed, which led to some repeated lead noise. Programming changes were made. The patient will be considered for lead revision when generator is due to be replaced. The patient was stable.